Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was not confirmed. The set was attached to a viaflo bag and priming was performed. No difficulties were found to fill the drip chamber. The root cause for the reported condition could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) regarding the flo-gard IV sol. Admin set in which it?s difficult to fill the drip chamber. The problem was discovered during set-up, before the patient was connected. No additional information is available.